Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Healthcare professional (hcp) reported that the catheter dislodged after removing the patient's stitches. The cuff was placed midway between the venous entry site and the skin exit site. The hcp has stated that the different shape of the cuff compared to the one on glidepath could be the cause of this event. The cuff was not soaked in "salium" before being placed. The hcp reports they use the suture wing for securement. The inserting physician uses other catheters like equistream and is not a new user of the device. They state they now dip/soak/water the cuff in saline and press to eliminate air that might be 'occluded' prior to insertion (however, this was not done during this procedure). No patient harm reported.